Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector had blood backing up into the IV intermittently. There was patient involvement but no injury or medical intervention was reported. Additional information was requested and is not available.